Manufacturer narrative:
.

Event description:
A patient reported they were told their implantable neurostimulator (ins) was going to be implanted on the right side. They have a gigantic bump/lump in the middle of their buttocks. They were not happy about that. The patient also reported they had a complete, severe, vaginal infection. They stated their vaginal area was completely inflamed, swollen, and bright red. They had severe, terrible, itching there and was very painful. The patient said they had an infection in the past and they had yeast infections, but it was never swollen and nothing like that. The infection was not confirmed by their healthcare provider (hcp), yet, but the patient had an appointment, on the day of the report. It was reviewed that the patient could turn the ins off until they saw their hcp. It was recommended that the patient follow up with their hcp regarding the lump, too. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.